Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed one, transient low flow hazard alarm. According to the account, this alarm was related to hypoxic respiratory failure. The system controller event log file contained data from 29mar2023 through 06apr2023. One, transient low flow hazard alarm was captured on 06apr2023. No other notable events or alarms were captured. The pump appeared to function as intended the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction", lists multiple types of organ failures/dysfunctions (including right heart failure, respiratory failure, and renal dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, although a specific cause for the reported cardiac arrest was not provided, this section lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient coded at 13:34 on (B)(6) 2023 while on ECMO. The patient was placed on ECMO for right ventricular dysfunction and the manufacturer was cardiohelp. The patient's mean arterial pressure was in the 50s and the patient was unresponsive. The patient became stable after 2 minutes of CPR. The clinicians believe the patient coded due to mucus plug and not due to a lvad therapy issue. The hm3 functioned normally and the patient is recovering as of (B)(6) 2023. The log files captured one lone low flow event on (B)(6) 2023 at 12:37 with flow noted as low as 1.9 lpm. This low flow was caused by hypoxic respiratory failure followed by coding. The low flow alarm resolved. This patient is still impatient following hvad to hm3 lvad exchange. The patient has right ventricular failure which was one of the reasons for the exchange. During hm3 lvad implant, a temporary rvad and oxygenator was placed to support the patient's right ventricle and lungs. The patient was placed on continuous renal replacement therapy. The patient is still intubated as of (B)(6) 2023 with plan to trach when platelets stable and will continue to monitor inpatient.

Manufacturer narrative:
H6 health effect - clinical code: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient expired on (B)(6) 2023 due to multiorgan system failure. The patient never recovered from the extensive heartware ventricular assist device to heartmate 3 left ventricular assist device exchange surgery. Device was working as intended at time of death. The device was turned off by clinician and support was withdrawn at time of death per family wishes. The death was not device related. No autopsy was performed and the device not explanted.